Event description:
Initial reporter indicated that their vns pt came into the office on 9/30 and their generator was found turned off. The last time the pt came in prior to that was 6/24. It is likely and interrupted systems test occurred. Teaching was provided at site as to potential causes of event.